Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2015 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2015. The black box showed that on (B)(6) 2015 at 14:03 a combonrm bolus followed by a comboext bolus at 14:04. The combonrm bolus was cancelled in order to program the comboext bolus. The bolus totals in bolus history were consistent with the bolus totals in total daily dose history. The pump completed a 24hr duration testing with no errors, alarms or warnings. A normal 10u bolus and a 10u audio bolus were performed and both were fully delivered and accurately recorded in the pump history. There was no hypersensitivity to the buttons on the keypad. The total daily dose (tdd) correctly showed 20.0u for boluses. The tdd¿s added up correctly and reflected the users programmed basal rates. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 402 mg/dl with polyuria and polydypsia associated with an inaccurate delivery issue. It was reported that the patient was receiving steroid injections in their shoulder. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the bolus totals did not match. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.